Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the visera cysto-nephro videoscope had a place where the coating is coming of the actual scope itself. There were no reports of patient harm.